Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter at 14:26 was 5.0 inr. At 15:26, the result from a laboratory using dade innovin reagent was 3.6 inr. There was no allegation of an adverse event. The therapeutic range was 2.0 to 3.0 inr. The patient had no hematocrit concerns, no blood thinners other than coumadin or warfarin, no direct thrombin inhibitors, and no antiphospholipid antibodies. The suspect meter and strips were requested to be returned for investigation, however no test strips were remaining. Replacement product was sent. Relevant retention test strips (lot 266837) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The meter was returned for investigation. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr , donor 2 inr: 2.2 inr, donor 1 hct: 38% , donor 2 hct: 48% , testing results: donor 1: retention meter with masterlot strips: 2.7 inr , customer meter with masterlot strips: 2.7 inr . Donor 2: retention meter with masterlot strips: 2.2 inr, customer meter with masterlot strips: 2.2 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.